Event description:
The user facility reported that prior to a surgical procedure with a patient on the table; the anesthesiologist saw the headrest of the table drop down one position (10 degrees). The patient was not injured. The facility connected a different headrest to the table and the surgery was completed successfully. No procedural delays/ cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found the headrest hinge mechanism pins were not fully locking into the horizontal position. This allowed for a loose lock which resulted in the headrest dropping to the next lower increment (10 degrees). The technician replaced the hinge/actuator cable assembly, tested the unit and confirmed the unit was operating to specification. During a second visit to the facility, the steris technician was informed the facility's biomed disassembled the replaced hinge/actuator cable assembly and inspected the variloc hinge mechanism housed within the assembly. The steris technician observed the variloc hinge mechanism and noted that the vertical positioning pins had ridge marks along the tips, which prevented them for seating into the mating holes. He also noted that the spring pressure tension in the damaged variloc was small compared to the one that he had replaced. The damaged positioning pins indicate that the most likely cause of the reported issue is the table sustaining an impact that damaged the pins, causing them not to seat properly within the enclosure. A review of all complaints for 5085 tables shows this is the first report of this kind. No further issues have been reported.